Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of anti-tachycardia pacing (atp) and six shock as inappropriate therapy for the patient supraventricular tachycardia (svt), available therapy exhausted as a result. Technical services (ts) was consulted and sent the episode for further review by the patients physician. This ICD remains in service. No additional adverse patient effects were reported.